Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2026, the patient experienced diabetic ketoacidosis (dka) that required hospitalization. The allegations against dexcom were not confirmed. No other details were documented. Dexcom technical support is unable to follow up with the patient to obtain further details and clarification regarding the incident, due to the lack of patient contact information. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.